Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was deflating without any presence of hole. The customer indicated that the patient had bronchoaspiration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.